Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ghost pocket on main auxiliary 2.1 causing auxiliary 2.2 to failed. A technical support specialist (tss) backed up the database and proceeded to run the failed drawer script. The tss verified the drawer that was having the issue to check for any recent medication transactions, then executed the pocket reset on the station. The issue was resolved.the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ghost pocket main auxiliary 2.1 e0 caused auxiliary 2.2 to fail. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.